Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge remained static at 115 units. Prior to calling tandem technical support, the customer reloaded the cartridge and resolved the issue. Additionally, the customer reported an air bubble was present in the infusion set tubing. Reportedly, the customer attached a new tubing and resumed insulin therapy. There was no reported impact to the customer's blood glucose level.